Event description:
Robotic prostatectomy: "while removing specimen from the pt the distal portion of the guide bead became unattached. It was recovered along with all components of the cd001 and packaged for review by (B)(6) hospital. This procedure was being performed by dr. (B)(6), urology."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The manufacturing process contains steps set in place to ensure the bead is attached securely to the bag. In order for the bead to separate, a force would have to be applied to cause the bead and bag material to break; if this would occur, the components would still remain attached to the rest of the device by the cord loop that is threaded through the bead and bag. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.